Event description:
Ethicon endo-surgery harmonic ace laparoscopic shears would not rotate once assembled. This was replaced with a "like" device that functioned without issue. Diagnosis or reason for use: laparoscopic appendectomy. Event abated after use stopped or dose reduced: no.